Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture did not absorb. The patient made repeated visits and the doctor has had to pull out or cut the sutures off. Additional information was requested.